Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting unspecified call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: a review of the black box revealed a call service (cs) 076 alarm. The battery cap was not returned with pump; therefore, a test cap was used during investigation. During evaluation, a rewind attempt on the pump was unsuccessful due to a cs 076 alarm. The pump case was removed; the internal motor was found to be defective. Unrelated to the complaint, the text on the display screen was found to be dim with pink contrast.